Event description:
It was reported to philips that the system gave an alert indicating the disk was full, preventing exposure. No harm was reported to philips. The device was in clinical use at the time of reported event. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. The philips remote service engineer (rse) inspected the system remotely, reviewed the log files, and found a disk full error message. Upon troubleshooting, to resolve the issue, the rse cleaned up and deleted additional images and performed a database consistency check. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.